Event description:
The pt had no stimulation sensation and experienced a loss of therapeutic effect. The device was in power-on-reset condition. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4)